Manufacturer narrative:
The clinical application specialist follow up with the customer and was able to obtain a video of the issue which indicates alarms were displayed and audible tones were heard. The customer was not sure the exact date and time of the event; however, they provided 31 may 2025 at 11:45 as a possible date. Audit logs were provided; however, the data did not go back to the date in question; therefore, it could not be verified. Although it was not possible to confirm the issue via the log data, several red and yellow level alarms were recorded on the log with appropriate inops, alert sounds and acknowledgements. Based on the information available, the cause of the reported problem was not able to be established, and we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue mx850 patient monitor indicating that the monitor did not generate an audible tone when a yellow alarm occurred for invasive blood pressure. It was indicated the staff may have been working in the monitor menus at the time of the event. There was no report of actual harm associated with this complaint.